Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the reason for call was to review some device education. During the call, patient reported a historical event, saying that the first time they got the implantable neurostimulator (ins) everything was perfect for about 6 months and then after that they couldn't get back to a good spot. Patient said they spent two years with the doctor making adjustments and then together they made the decision to leave at the best they could get it to, though it never went back to how it was those first six months. Patient said when they got the battery replaced three years later they didn't do any adjustments and just left the therapy where it was but now with the latest replacement, they have an appointment on the 22nd with a new neurologist who is going to recalibrate their battery. This new doctor is going to work with patient's current doctor as well.